Manufacturer narrative:
The ICD was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated and all production steps were performed accordingly. The final acceptance test proved the device functions to be as specified. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. The specified energy level was reached. Next, the memory content of the device was inspected. The inspection revealed the battery voltage to be unexpectedly low and inconsistent with the amount of charge taken from the battery. This led to the automatic detection of the eri battery status and a notification via home monitoring to ensure patient safety. The device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The overall current consumption of the electrical module was directly measured and proved to be normal and as expected. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies associated with this battery were documented during the production process. Next, the battery was opened for destructive analysis. The inspection of the inner assembly identified damaged insulation, which led to the elevated internal self-depletion. In conclusion, the device was implanted for 61 months. The analysis revealed an elevated internal self-depletion within the battery. Based on the analysis all therapy functions of the device were entirely available while the device was implanted and in service.

Event description:
This device was at 52 percent battery on (B)(6) 2019 and is now reporting eri on (B)(6) 2019.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. The returned device data was inspected, indicating that the battery status eri was properly activated. However, based on the information available for analysis the root cause for the eri detection was not determinable and can only be clarified by an analysis of the device itself. Should further relevant information or the device itself become available for analysis this investigation will be updated.